Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (impedance value >= 10,000 ohms). X-rays were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient's seizures have been stable. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Follow-up was received that high impedance was observed again. Full revision surgery occurred. The explanted devices have not been received by the manufacturer to-date.

Event description:
The explanted devices were received. Analysis is underway, but has not been completed to-date.

Manufacturer narrative:
Event date, corrected data: on supplemental MDR 2 an updated event date of (B)(6) 2014 was inadvertently not included. Relevant tests, corrected data: on supplemental MDR 2 it was inadvertently not indicated that review of internal data found that there was a change of impedance on (B)(6) 2014 from 2690 to 11775 ohms device available for evaluation? Corrected data: the date of product return was inadvertently not included on supplemental MDR 3 type of report, corrected information: supplemental MDR 3 inadvertently did not indicate that the report was follow-up report 3. Device evaluated by MFR?. Corrected data: (B)(4).

Event description:
Product analysis was completed on the returned lead. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Abraded openings were found on both the outer and inner silicone tubing. There was evidence that there had been body fluids in the outer tubing at one time. Otherwise, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis was completed on the returned generator the generator performed to all relevant functional specifications with no anomalies identified. No further relevant information has been received to date.